Manufacturer narrative:
After investigation, the cause for the device's brakes not working could not be determined as the evaluation order was cancelled by the customer. In addition, the device is beyond its intended service life, and it was recommended that it be kept out of service.

Event description:
It was reported that the device's brakes are not working. No patient was affected, and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
H3 other text : device not accessible for evaluation.

Event description:
It was reported that the device's brakes are not working. No patient was affected, and no adverse consequence or clinically relevant delay in treatment was reported. Attempts are being made to gather more information from the facility.